Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that during the mitraclip procedure, the patient became hypotensive and arrhythmic; after the mitraclip procedure, the patient expired during interventional coronary catheterization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was significant heart rotation, which caused a challenging transseptal puncture. The clip delivery system (cds) was advanced to the left atrium. The patient became hypotensive with arrhythmias, and medication was administered. The physician did not believe this was due to the mitraclip procedure, but due to a coronary artery blockage. The clip was successfully implanted reducing the mr to <1. Immediately after the mitraclip procedure, coronary catheterization was performed that found the circumflex artery was 100% occluded. A dilatation balloon was advanced but could not cross the occlusion. At this point, the patient arrested and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effects appear to be related to patient/procedural conditions due to a pre-existing disease. The patient had pre-existing, untreated coronary artery disease that was a likely cause of the subsequent events including the patients death. This information was not known prior to the procedure. There is no evidence that the device was causal or contributory to the hypotension, arrhythmia and death. The reported patient effects of arrhythmias, cardiac arrest, death, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.